Event description:
It was reported that the patient was not getting adequate therapy. Reprogramming was attempted without success. As a result, the ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.